Event description:
It was reported that high impedance was detected on the patient's generator at his last appointment. It is unknown whether this was observed via system diagnostics or normal mode diagnostics. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The physician reported that high impedance was detected on normal mode and system diagnostics. No further relevant information has been received to date. No known surgical intervention has occurred to date.